Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/10/2016 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of ¿cs 087¿ call service alarms but there were multiple ¿cs 078-0008¿ motor rewind error alarms observed on 7/10/2016. During the investigation, the pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred. The initial complaint about a ¿cs 069¿ call service alarm was not duplicated during the investigation. The ¿cs 069¿ failure is defined as language file corruption while retrieving the language text. The ¿cs 069¿ failure is written as ¿cs 087¿ failure in the pump¿s black box. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the battery compartment was cracked. The pump¿s cover was removed and there was moisture corrosion found to the cgm module and to the power printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.